Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 77, 74, 90, 94 and 105 mg/dl. Customer is comparing to another device; meter to meter comparison results were not provided. The customer¿s expected blood glucose test result ranges are 95 mg/dl am fasting and below 140 mg/dl non fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2025 and test strips were opened 2 days prior to call. The meter memory was reviewed for previous test result history: result 1: 77 mg/dl date: (B)(6) 2024 time: 3:31pm non- fasting result 2: 74mg/dl date: (B)(6) 2024 time: 10:23am non fasting result 3: 90 mg/dl date: (B)(6) 2024 time: 9:08am fasting result 4: 94 mg/dl date: 2/4/2024 time: 9:57pm non- fasting result 5: 105 mg/dl date: (B)(6) 2024 time: 3:05pm non- fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 14-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had a previous doctor's appointment and per her doctor she does not need to do anymore diabetes testing at this time. Customer will not be using the meter at this time.